Event description:
The account alleged that when the pedal was set to brake mode on one side of the stretcher, the brake casters would not hold. No injury reported.

Manufacturer narrative:
The account adjusted all brake casters and replaced the head and foot brake steer pedals to resolve the issue.